Manufacturer narrative:
The investigation has determined that higher than expected sodium (na+) results were obtained from a non-vitros biorad quality control fluid using vitros chemistry products na+ slides lot 4247-1077-9774 on a vitros 5600 integrated system. The assignable cause of the event is an instrument issue related to the performance of the vitros 5600 integrated system. The customer stated that the condition code u90-323: replicates out of range posted on the vitros 5600 system multiple times while they attempted to recalibrate the vitros na+ reagent after the higher than expected qc results had been obtained. An ortho field engineer performed service actions on the vitros 5600 system that included replacing the electrometer and performing adjustments to the microslide incubator. Post service quality control results were within expectations and there has been no reported recurrence from the customer of unacceptable vitros na+ results since the service actions were performed on the vitros 5600 system. Additionally, the results of a post service vitros na+ within run precision test performed by the customer on the instrument were within ortho acceptable guidelines further indicating that the performance of vitros 5600 system had been returned to expectations following the service actions. Email address for contact office in field above is (B)(6).

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected sodium (na+) results were obtained from a non-vitros biorad quality control fluid using vitros chemistry products na+ slides lot 4247-1077-9774 on a vitros 5600 integrated system. Biorad lot 92900 level 1 results of 144.2, 147.3, 153.2, 142.1, 146.2, 180.5 and 154.0 mmol/l vs the expected result of 126.0 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros na+ results were obtained from a quality control fluid and were not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).